Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that ipc is faulty. During troubleshooting, fse found issue with geo ipc. Fse reinstalled all cards on ipc. After repairs were completed the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the ipc failed preventing geometry movements. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.